Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or any other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, after swimming, the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl). The patient began to experience stomach pains and started vomiting. The patient's mother attempted to use temp basal to reduce her daughter's bg levels but they did not decrease. The patient was taken to the hospital and diagnosed with diabetic ketoacidosis (dka). The patient's ketone levels were 3.7 and she was placed on intravenous therapy as treatment. The pod was removed and a new pod was applied. Upon removal of the pod, the patient's mother noted the cannula appeared bent. It should also be noted the patient had to apply tape to the pod to keep the adhesive secure. The pod was worn between 36 and 48 hours on abdomen.